Event description:
It was reported that an alert/notification setting issue occurred. The wearable was inserted in the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, during the middle of the night, and the patient was unsure if an alert had sounded as they were asleep. When they woke up, they went to the bathroom and experienced bad vision. When they woke up, they went to the bathroom and experienced bad vision. The patient was brought to the emergency room and was treated with intravenous fluids, naproxen and paracetamol. No fingerstick reading was reported from the event, but the patient confirmed that the symptoms were caused by a diabetic event. It however, could not be confirmed if the patient experienced a hypo or hyperglycemic event. The patient was discharged from the hospital after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted in the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025 they experienced a wearable failure after which they experienced a diabetic event. The wearable would have failed during the middle of the night. When they woke up, they went to the bathroom and experienced bad vision. The patient was brought to the emergency room and was treated with intravenous fluids, naproxen and paracetamol. No fingerstick reading was reported from the event, but the patient confirmed that the symptoms were caused by a diabetic event. It however, could not be confirmed if the patient experienced a hypo or hyperglycemic event. The patient was discharged from the hospital after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.